Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
In an article titled outcomes of a newer-generation cementless total knee arthroplasty design, the following complications are noted: one 9mm triathlon insert for arthrofibrosis, debridement with poly swap.